Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a review of the black box data showed multiple reboots between the dates of (B)(6) 2015 and (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of rust was visible in the compartment. The battery cap had stripped threads. The cap was unable to secure on to the pump; a test cap was used for investigation. The pump was exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture corrosion was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.